Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 21-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('gynaecologist did not remove the whole device (lies)') and abdominal pain ('abdominal pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal ("essure partly removed, I still have some residue"), complication of device insertion ("complication after insertion"), hypersensitivity ("allergic reaction") and musculoskeletal disorder ("musculoskeletal disorders"). The patient was treated with surgery (one essure coil partly removed). At the time of the report, the device breakage, abdominal pain, complication of device removal, complication of device insertion and hypersensitivity outcome was unknown and the musculoskeletal disorder had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device insertion, complication of device removal, device breakage, hypersensitivity and musculoskeletal disorder with essure. The reporter commented: insertion of essure type implants in 2015, complication after insertion, abdominal pain, allergic reaction, removal. Partly removed because the gynaecologist did not remove the whole device (lies). I still have one whole implant and some residue. Today I suffer from musculoskeletal disorders. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('gynaecologist did not remove the whole device (lies)') and abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal ("essure partly removed, I still have some residue"), complication of device insertion ("complication after insertion"), hypersensitivity ("allergic reaction") and musculoskeletal disorder ("musculoskeletal disorders"). The patient was treated with surgery (one essure coil partly removed). At the time of the report, the device breakage, abdominal pain, complication of device removal, complication of device insertion and hypersensitivity outcome was unknown and the musculoskeletal disorder had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device insertion, complication of device removal, device breakage, hypersensitivity and musculoskeletal disorder with essure. The reporter commented: insertion of essure type implants in 2015, complication after insertion, abdominal pain, allergic reaction, removal. Partly removed because the gynaecologist did not remove the whole device (lies). I still have one whole implant and some residue. Today I suffer from musculoskeletal disorders based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.